Event description:
The event is reported as: customer was notified by their end-user that the product catalog # 1665 adaptor was not working properly. It appeared to the customer that the product was assembled to be the hudson, catalog #1664 adaptor instead. No patient injury reported.

Manufacturer narrative:
The device sample was sent to the manufacturing site for evaluation. The results of the evaluation are not available at the time of this report.